Event description:
It was reported that interrogation of the pulse generator revealed that the elective replacement indicator (eri) tripped on (B)(6) 2010 and end of service (eos) on (B)(6) 2010. Measured battery data was 2.63 v, 9 ua. The device was re- moved and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found a loose bond wire joint between the hybrid and radio frequency (rf) flex module which resulted in a premature battery depletion.